Event description:
Boston scientific received information that during an ablation procedure, with the device programmed to electrocautery mode, this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and pacing inhibition. A boston scientific technical services (ts) was consulted and explained this may occur when the current is detected during pace delivery and the resulting effect is transient. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided